Event description:
The customer reported the display is blurry and fading. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the display is blurry and fading. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the issue was verified. The display was found to be defective. Replacing the display resolved the reported issue. The device passed testing and was returned to service.